Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device as underweight and an extended opening. A microscopic analysis was performed which identified, one sharp opening on the posterior side and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior side assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture of the device discovered via ultrasound and confirmed via MRI. The device has been explanted.